Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced erosion and cracking at the end of the white cable. There were also green stains that came off the patient's clothing. The patient denied experiencing any alarms. The system controller was exchanged on (B)(6) 2025. The event log captured persistent pulsatility index (pi) events throughout the log. Nothing notable was seen in the log from a power lead issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller¿s white cable connector being damaged, and green fluid coming out of the controller, were both confirmed via the controller¿s functional analysis. The returned system controller (serial number (B)(6)) was observed to have a damaged white connector-side bend relief upon arrival, and the white connector was also observed to be cracked. A small cut was also observed on the black cable¿s jacket near the controller-side bend relief with visible green substance inside. The controller was functionally tested and performed as intended throughout all testing despite the observed damages; the provided log files were also reviewed and did not capture any atypical events. The controller¿s cable jackets were stripped which revealed fluid ingress throughout both cables. The root causes of the reported events were unable to be conclusively determined through this analysis; however, the cut in the black cable¿s jacket could have allowed fluid to accumulate within the cables. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.